Event description:
The user facility reported a 68-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient clenched their abdomen, resulting in the bleeding at the pump insertion site. Manual pressure was held and an attempt at deploying a perclose in a post close fashion was unsuccessful. The device was removed while maintaining access to artery and eventually a 20 fr. A gore dry sheath was inserted and once hemostasis was obtained; the pump was re-inserted and started with appropriate waveforms. Peelaway sheath was removed and gwrs advanced into dry seal. There was a slight increase in oozing (bleeding) at the patient's groin site the next day, due to repositioning of the device. Eventually the pump was removed by a 2 perclose parallel wire technique which did not result in hemostasis. Ultimately, all access points closed with good hemostasis.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events: acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.